Manufacturer narrative:
Date of event is estimated. Manufacturer's investigation conclusion: the reported event of a controller exchange due to low voltage and power cable disconnect alarms was not confirmed. There were no photos or log files submitted for review. The system controller, serial (B)(6), was not returned for analysis. The provided information indicated that the patient performed a controller exchange in july 2023 but was not in the hospital at the time. The additional information stated that there were consistent low voltage and power cable disconnect alarms and the patient cleaned the batteries and clips with no resolution. The alarms resolved after the system controller was exchanged. The duration of the alarms is unknown, and the product was disposed of. A root cause for the reported event cannot be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. Heartmate 3 instructions for use (IFU) (rev. C) section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5-¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including low voltage and power cable disconnect alarms. Heartmate 3 instructions for use (rev. C) section 8-¿equipment storage and care¿ and heartmate 3 patient handbook (rev. D) section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. The patient handbook and IFU also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the system controller was exchanged in july 2023, but the patient was not in the hospital at the time. The patient had contacted the vad coordinator reporting consistent low voltage and connect power alarms, and the patient cleaned the battery clips and batteries with no resolution. The system controller exchange resolved the event. This event was originally reported under manufacturer report number 2916596-2024-01153.